Event description:
The patient ECG degraded to ventricular fibrillation. When an attempt was made to defibrillate the patient, the defibrillator reportedly failed to charge. Another als squad met them and continued patient treatment with their manual defibrillator. The patient was resuscitated.